Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery and a threshold suspend alarm. Customer's blood glucose was 200 mg/dl and had just changed the battery. Customer stated that they are experiencing intermittent cal error alerts. Customer is using multiple meters for calibrations. It was explained that the sensor may be malfunctioning. Customer was advised to change the site. Customer will receive a replacement sensor and return the sensor for analysis. Customer has had bent cannulas three times in a row. Customer received a change sensor alert after the calibration error. Bad sensor alert occurred after a 2nd consecutive cal error. Customer was advised to remove and change out the sensor. No additional information provided.